Event description:
The account alleges that upon inflating and deflating the stenosis within the patient with the device, the entire plunger came out. Another device was used to complete the procedure.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and 1 similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found.